Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: how long after initial procedure was the reoperation? Not sure when the patient came back. How was the bleeding identified? Bleeding was observed with laparoscopic scope. Were any staple formation issues noted throughout care of patient? No noticeable malformed staples. Was the bleeding intraluminal or intra-abdominal? Bleeding was intra-abdominal. What is the current patient status? Patient is doing fine.

Event description:
It was reported that the doctor performed a laparoscopic gastric bypass on a patient and the patient returned the following day with internal bleeding. The doctor reoperated and noticed the bleeding was located along the stapler line of the pouch creation, where a blue reload was used with seam guard buttressing material. There was an unknown amount of blood loss and no blood transfusion was required. The bleeding was controlled with clips. The patient has been discharged.